Manufacturer narrative:
Updated fields: b4, e3, e1 event site telephone g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 event site address- (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse was not able to reproduce the issue the customer experienced. As a precaution new batteries were installed, all connections tightened. Fse replaced assy, safety disk, english (d997-00-0985-01). Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The unit was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre-use that the cs100 cardiosave intra-aortic balloon pump (iabp) experienced a battery runtime of approximately 10 minutes during therapy. No patient involved.